Event description:
Information received indicated the nurse call function was not operating.

Manufacturer narrative:
The hill-rom technician found bent prongs on the communication cable. The technician replaced the communication cable which resolved the issue.